Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause or identify any corrective actions needed. A review of the device history record revealed zero defects noted during this production run. Investigation conclusion: no corrective actions at this time, root cause could not be determined. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the tips of the bd¿ syringe with bd luer-lok¿ tips are breaking at the luer lock before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tips of the bd¿ syringe with bd luer-lok¿ tips are breaking at the luer lock before use. There was no report of exposure, serious injury or medical intervention.